Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported via trial that on (B) (6)2009, the patient underwent stenting in the predilated mid to distal left anterior descending (lad) artery with one xience v stent and in the predilated second diagonal artery with one xience v stent. During the procedure, a dissection occurred either in the mid lad or the second diagonal and was reportedly caused by the balance guide wire requiring thrombolytic treatment and a 2.5 x 16 stent graft. The dissection was successfully treated. There was no adverse patient sequela. There was no additional information provided.